Manufacturer narrative:
Additional information: a medtronic representative reported that the issue was caused by the surgeon attempting to perform a 3d image acquisition when the navigation system was not in the acquisition prompt of the application software. Without this, the imaging system will not perform a 3d acquisition.

Manufacturer narrative:
The system's logs were sent to the manufacturer for analysis. The software investigation determined that user error caused or contributed to this incident as the warning message that appeared could have been closed as it is part of the software's design.

Event description:
A site representative reported that after pressing the foot switch to take an acquisition, the "3d disabled message appeared" and it was not possible to perform a 3d run. The site discontinued use of navigation and also utilized a different imaging system. There was no patient impact reported and the delay in surgery was less than an hour. Surgery proceeded as planned.